Event description:
Smiths medical foreign country has informed us of an event that at 3 p.m., the tube was orally inserted into an emergency outpatient. At 6:30 a.m., after the pt was changed in body position at ccu, mv and tv decreased and air leakage through mouth was found. The hospital tried to increase cuff pressure; however, leakage did not stop. So the tube was replaced. The product was tested before use per the instructions for use and orally inserted. No adverse outcome reported. Event occurred at the hospital in foreign counrty.